Event description:
Related manufacturer's reference numbers: 2017865-2022-09817, 2017865-2022-09818. It was reported that the right ventricular (rv) and right atrial (ra) leads were dislodged. During an attempt to reposition both leads, it was observed that the pacemaker exhibited a loose header screw and a failure to detach lead, and the rv lead helix exhibited a failure to extend or retract. The system was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported b5 should have included "exhibited a failure to capture", and previously reported h6 should have included "1081 - failure to capture".

Event description:
Related manufacturer reference number: 2017865-2022-09817 related manufacturer reference number: 2017865-2022-09818 it was reported that the right ventricular (rv) and right atrial (ra) leads exhibited a failure to capture and were dislodged. During an attempt to reposition both leads, it was observed that the pacemaker exhibited a loose header screw and a failure to detach lead, and the rv lead helix exhibited a failure to extend or retract. The system was explanted and replaced. There were no patient consequences.